Manufacturer narrative:
Our investigation consisting of an evaluation of logs has been completed. The user/operator correctly observed an I:e ratio of 1:11 while at the same time noted that ventilation was inadequate due to the patient¿s very short breaths. The reason was that the visible I:e ratio was a resultant of the ongoing ventilation due to the set parameters. The user had in less than a minute earlier changed the peep value from 14 cmh2o to 18. This together with earlier setting of the pressure level above peep of 20 cmh2o made a total pressure of 38 cmh2o. The airway pressure alarm limit was set at 42 cmh2o. The difference between the total pressure was small and with a most probable overshoot at the beginning of inspiration in combination with a set rise time of 5% which was a bit short, the actual pressure exceeded the set limit and inspiration was terminated. Soon after, the pressure level above peep was changed to first 22 cmh2o and then 25 cmh2o, which worsened the situation. The mode of ventilation was changed from pressure control (pc) to prvc (pressure regulated volume control) which according to the user solved the issue. According to the logs, the ventilation mode was changed back to pc ventilation mode within one minute but with the pressure level above peep set to 17 cmh2o. It may have been the value suggested by the ventilator based on the last breath in prvc. The logs further shows that 4 minutes afterwards the I:e ratio was changed to 1:1.6, peep was set to 14 cmh2o, pressure level above peep was set to 18 cmh2o and airway pressure alarm limit was set to 40cmh2o. This gave a difference of 8 cmh2o and ventilation continued without issues in the pc mode of ventilation for the next 14 hours until the ventilator was set to the standby mode. The conclusion in the matter is that there was no ventilator malfunction at the time. The cause were the set pressure parameters whose total hit the set high airway pressure alarm limit that resulted in terminations of breaths in the mode of ventilation pc mode of ventilation. The user misunderstood the cause and instead focused on the resultant I:e ratio instead of adjusting the pressure settings. The changed that was reported to have corrected the I:e ratio issue did not tackle the issue but was a mode of ventilation that uses other parameter settings and functions differently. The proper functioning of the ventilator after setting it back in pc a few minutes after experiencing difficulties in this mode was due to the then set appropriate pressure parameters and the airway pressure alarm limit. H3 other text: device in service.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the attempts to change the I:e ratio to 1:1 during ventilation were unsuccessful and the ventilator was instead displaying an I:e ratio of 1:11. In the meantime the ventilator was providing ventilation inadequately. The mode of ventilation was changed from pressure control to the pressure regulated volume control (prvc) ventilation mode and the issue was resolved. The I:e ratio expresses the relation between the inspiration phase and the expiration phase. There was no patient harm. New information received on 20210118: desaturation. Unknown level. Final patient outcome was no injury. Original rationale still correct. Inadequate ventilation. Low expiratory volume. Pressure alarm limit close to pressure setting. Manufacturer's ref. #: (B)(4).